Manufacturer narrative:
The device history record for the reported lot number,m7110t313, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One samples device was returned. The male insert of the dse (double swivel elbow) was examined. There was no visible damage to the manifold or to the male insert. The male insert swivels. The mold identification on the manifold is ¿d¿. The 15mm end of the flex connector was attached to the male insert of the dse. No resistance was felt when attaching the components. The flex connector made contact with the leading edge of the manifold. A certified ruler (tqa030 calibrated feb 11 2017, due feb 28 2019) was placed next to the mated components. There was zero distance between the leading edge of the flex connector and the top of the dse flange. The flex connector was rotated. The dse male insert rotated intermittently with the flex connector. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported the flex connector came away from suction catheter during suctioning. The suction catheter was replaced immediately for a new device. There was no patient injury.